Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer called into philips to report the ECG connector on the measurement module is damaged. The patient was involved but there was no adverse patient impact.